Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. F11 and f13 were incorrectly submitted in initial emdr. Getinge field service engineer installed new battries. It was noted that the batteries were not charging. Further troubleshooting determined that the power management board was not functioning properly and was not supplying charge to the batteries. The power management board was replaced, and the unit is now operating according to manufacturer specifications. The unit successfully passed all functional and safety tests and is being returned to the customer. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the boardin cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during pm the cardiosave intra-aortic balloon pump(iabp) new batteries installed but not charging. There was no patient involved.